Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced the high blood glucose level and the customer was alleging the insulin pump for the under delivery of the insulin. Customer¿s blood glucose level was 600 mg/dl at the time of the incident and the current blood glucose value of the customer was 400 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.